Manufacturer narrative:
The field's complaint of connector pin was dangling and the inner wiring exposed was confirmed. The damage found was sustained during the procedure. The lead was otherwise normal.

Event description:
It was reported that the connector pin was dangling and the inner wiring was exposed on the lead. Lead was not implanted. A new lead was implanted.